Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the black box showed multiple pump reboots had occurred. Multiple cracks were observed in the battery compartment. The returned battery cap has stripped threads and was unable to fully attach to the pump; a test battery cap was able to attach to the pump and was used to complete testing; no power losses were duplicated during testing. The pump was opened and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, investigation revealed the display was discolored. (B)(4).

Manufacturer narrative:
Follow up # 2 date of submission 12/06/2016 ¿ correction to model #/lot #: